Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.

Event description:
The surgeon had inserted xia 3 7.5x45mm screws in both pedicles at s1. He then inserted a 90mm rod on the left side of the construct and began to insert blockers. While he was initially tightening the blocker on s1, there was a loud pop. The surgeon inspected the screw. He removed the blocker and removed a small piece of metal from the wound. The metal was discarded by the scrub tech. He then removed the screw and asked for an 8.5x45mm screw to replace it. He then compressed/distracted the l4/l5 screws, trying to reduce the spondy. After he was satisfied with his efforts. He began to final tighten. He had tightened 7 screws when he went to tighten left s1. As he began to tighten left s1 we again heard.